Manufacturer narrative:
Corrected data: upon review of the initial medwatch, it was determined that the date received by manufacturer was reported as august 31, 2188 and has been updated to august 31, 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and construction/design false and defective. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side was out of specification, the locking knob was loose, the trigger was blocked, jammed, heavy moving and the oscillating head was torn on the battery oscillator device. It was further determined that the device failed pretest for general, check the saw blade coupling and trigger test. It was noted in the service order that the device had a damaged hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.